Event description:
It was reported that the pump was not working properly. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.